Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.